Manufacturer narrative:
Photo device evaluation: no suspect product was received; however, photos were provided by the customer. The photos show the complaint folding carton and was observed to be damaged. Due to photo quality, it could not be determined if the tamper seal was broken from photo evaluation. No further evaluation was performed. The complaint issue of "dc-packaging issues" was identified during photo evaluation, however, because there were no photos of the shipping box it cannot be determined if there was an issue with the shipping carrier (i.e. Fedex, dhl) or distribution center. The manufacturing records for the product were reviewed; the units were released in accordance with specifications. A search revealed that no other complaints have been received for this production order. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction was identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: . Section d-6a date implanted: not applicable as there is no indication the iol was implanted. Section d-6b date explanted: not applicable as there is no indication the iol was implanted; therefore, not explanted. Section h-3 device evaluated by manufacturer: the complaint device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. Attempts were made to contact the customer account requesting additional information regarding complaint however, to date no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
The product packaging of the drt300 model intraocular lens (iol) was damaged upon arrival. The fedex shipping box was not damaged; however, the odyssey iol product box was found to be opened and appeared "hammered." The integrity of the of iol sterile barrier could not be confirmed. No further information is available.